Manufacturer narrative:
On august 14 2019 haemonetics was made aware of a nexsys plasma collection system which had issues with the donor display not booting up when the device was powered on. The on-site technician began to troubleshoot the device and found that the interconnect pcb had failed, causing the donor display to not illuminate. The on-site technician reported that they found a burnt component on the interconnect pcb, and ordered a replacement interconnect pcb. Haemonetics sent a replacement interconnect pcb to immunotek to be installed by the on-site technician. The technician will perform the repairs necessary to replace the damaged component. The on-site technician will then complete any calibration activities required and will ensure the unit meets manufacturer specifications prior to being returned to service. This failure occurred during the power on self test (post) protocol prior to the start of any procedure, there was no donor or patient involvement at the time of the failure. The device tests for the failure of hardware components during the post protocol prior to the start of any procedure, preventing the device from initiating a procedure until the hardware fault has been resolved. There was no report of injury to the device operator or technician who evaluated the device. The technician did not report any observations of visible smoke or evidence of electrical fire as a result of the failed interconnect pcb, the technician found evidence of thermal decomposition on one of the subcomponents on the interconnect pcb. Haemonetics has previously submitted reports of thermal decomposition observed within a device, as a result this incident is deemed reportable.

Event description:
On august 14 2019 haemonetics was made aware of a nexsys plasma collection system which had issues with the donor display not booting up when the device was powered on. The on-site technician began to troubleshoot the device and found that the interconnect pcb had failed, causing the donor display to not illuminate. The on-site technician reported that they found a burnt component on the interconnect pcb, and ordered a replacement interconnect pcb. This failure occurred during the power on self test (post) protocol prior to the start of any procedure, there was no donor or patient involvement at the time of the failure. The device tests for the failure of hardware components during the post prior to the start of any procedure, preventing the device from initiating a procedure until the hardware fault has been resolved. There was no report of injury to the device operator or technician who evaluated the device.